Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a blank display. The patient's blood glucose at the time of incident was 130 mg/dl. The device had gone through four batteries. The patient also had a cracked reservoir compartment. The insulin pump was not returned for analysis at this time.